Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) battery powered driver devices would start and not stop spinning. The motor would reportedly continuously run, but would not engage. The devices were discovered post-operatively in sterile processing; there was no case or patient involvement. This is report 2 of 2 for com (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review of the past three years was performed for the subject device. The customer called in a service request for this item on (B)(6) 2016 and reported the device condition as inoperable-intermittent operation. The item was previously returned for service on 21-jun-2013, 6-dec-2013 due to motor failure and on 18-mar-2014, 23-jan-2015, due to electronic control damage. The previous service conditions of motor failure are relevant to the current complained issue of the device being inoperable-intermittent operation. The manufacture date of this item is 18-jun-2007. The source of the manufacture date is the release to warehouse date. The service history review is confirmed. A service and repair evaluation was completed for the subject device. The customer reported the motor was going but the driver would not engage. The repair technician reported the device was running slow in fast forward and reverse, and the housing was damaged during disassembly. ¿running slow¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing (new serial #006332), circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.